Event description:
The recipient reportedly experienced trauma to the implant site, followed by no lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery has been scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Manufacturer narrative:
The external visual inspection revealed a fractured case, which is consistent with the trauma reported. The photographic imaging inspection revealed a cracked hybrid, which is consistent with the trauma reported. System lock could not be obtained at any spacing. The manual capacitor leakage test was unable to be performed due to a broken substrate. The failure of this implantable cochlear stimulator device was attributed to a severely fractured case. Cracked cases are usually associated with impacts sustained over the implant location, which is consistent with the trauma reported. This older device configuration is no longer manufactured. This is the final report.